Manufacturer narrative:
Additional information: evaluation codes; narrative text. FDA codes of this 3500a form are listed below; system updates pending. Known inherent risk of procedure. The commander delivery system (ds) was returned to edwards lifesciences for evaluation. Visual inspection revealed a kink in the balloon shaft underneath the balloon shaft strain relief. Upon removal of the strain relief, a break in the balloon shaft near the y-connector was observed. A kink on the guidewire lumen at the valve alignment markers was also noted; however, this was likely due to the device handling after the procedure since no issues with kinks in the guidewire shaft or resistance was reported. No other abnormalities were observed. A leak from under the balloon shaft strain relief was confirmed during functional testing. Dimensional analysis was performed on the balloon shaft outer diameter (od) distal to the break. All measurements met specification. During manufacturing, the ds undergoes multiple 100% inspections and verifications. The inspections performed support that is unlikely that a manufacturing non-conformance was the source of the complaint. In this case, the complaint for leakage was confirmed based on the observed break in the balloon shaft just distal to the y-connector. Although it is possible that the balloon shaft was bent, kinked or pulled during the procedure, causing the observed damage, it is also possible that a manufacturing related process may have also contributed to the break in the shaft. A definite root cause of the break in the balloon shaft cannot be confirmed at this time. A CAPA have been initiated to further investigate this issue and implement any necessary corrective actions. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During the transfemoral tavr procedure, the commander delivery system (ds) leaked from the back end of the device during the deployment of a 26mm sapien 3 valve. During the procedure, upon deployment of the sapien 3 valve, the physicians saw something "fly" off the back end of the operating table. The ds balloon inflated and deflated properly and the valve was successfully deployed in a final 80:20 aortic/ventricular (a/v) position. Following removal of the ds, the volume indicator and balloon were examined which indicated a leak. The procedure was completed and the patient was transferred in stable condition. It was speculated that fluid from the device may have been what was observed "flying" off the operating table. The annular valve area measured 480mm2. Information concerning the degree annular calcification, native leaflet calcification and aortic root calcification was not provided. The access vessel minimum luminal diameter (mld) measured 6mm with mild calcification and no tortuosity reported.